Event description:
A device report from obderof indicated a hospital in finland reported: pt was implanted with epoca system (left) on approximately (B)(6) 2012. It was discovered, date unk, pt developed an infection, epidermidis staphylococcus and propinoni bacteria. Pt returned to operating room on (B)(6) 2012, hardware was removed. It is not known what treatment the pt was given and/or if pt was revised to any new hardware. No further info available. This is 4 of 4 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.